Event description:
It was reported by the physician, that the patient underwent a bilateral internal maxillary artery embolization for severe left epistaxis. Angiography of the right common femoral artery puncture site via a sheath pulled back to the right iliac artery shows satisfactory puncture position for use of the closure device. An angio-seal was used to seal the puncture site. The following day after the percutaneous procedure, the physician deployed an angio-seal above the prior stick, when he felt the device "give" as he was pushing down the knot. After closure of the right femoral artery punctures site with a 6f angio-seal closure device, there was residual oozing from the puncture site requiring manual compression. The patient's right dorsalis pedis (dp) pulses was diminished compared to pre-procedure going from 2+ to 1-. Patency and flow in the right dp artery was confirmed by the doppler assessment. Both feet were equally warm with normal capillary refill and with normal sensation, power, and without pain. The physician took some shots of the leg where he saw the occlusion after the device had embolized distally. Cta imaging demonstrates potential foreign body/thrombus within the region of the popliteal artery. A percutaneous thrombectomy using the angiojet possis device was performed improving flow mildly. However, surgery was performed to remove the anchor and collagen. The patient tolerated the procedure without immediate complication.

Manufacturer narrative:
No components were returned for analysis and review of the history device history was not possible since the lot number was unavailable. Twenty four jpeg radiographic images were received with this event. There are no markings or identification present on the images. Contrast enhancement was seen in the subtracted and unsubtracted images. These images represent a lower extremity angiogram from the iliac artery down the peroneal and tibial arteries. A blockage was seen below the knee. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) state if repuncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.